Manufacturer narrative:
The date of birth was reported as an unknown month and date in 1973. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted peritonitis. The breach in aseptic technique was further described ¿non-compliance to sterilization technique¿. On the same day as the event onset, the patient was hospitalized for peritonitis. The patient was treated with unspecified antibiotics (drug names, doses, routes, frequencies, and duration not reported) for peritonitis. On an unreported date, dianeal therapy was discontinued and the patient was transferred to hemodialysis. At the time of this report, the patient had not recovered. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.